Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). Event date month and year valid. Analysis of the desktop charger serial #: (B)(4). Found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the metal tip (connector pin) broke off of the desktop charger and the patient was unable to charge the implant as the recharger was dead. The patient had been in pain for 48 hours as they had been unable to use their implant. They further reported that they received a replacement desktop charger, but when they plugged it in it silver part wouldn't go it. It was like something was stuck in the recharger and the recharger jack was loose. No further complications were reported or anticipated.